Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that a 12.1mm vticm5 12.1 implantable collamer lens of -7.5/1.0/86 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. Low vault was observed. On (B)(6) 2022 the lens was exchanged for a longer length lens and the problem was resolved. Cause reported as unknown. Status of eye: " moderate post surgery edema, surgeon aware, patient follow up in 1 week."

Manufacturer narrative:
Corrected data: b5: the reporter indicated that a 12.1mm vticm5 12.1 implantable collamer lens of -7.5/1.0/86 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. Low vault with rotation was observed. On (B)(6) 2022, the lens was exchanged for a longer length lens and the problem was resolved. Claim #(B)(4).